Event description:
It was reported to boston scientific corporation that a rotatable oval snare was used during a procedure performed on (B)(6) 2012. According to the complainant, "the steel cable was crushed and the handle did not open." The procedure was completed with another rotatable oval snare. There were no patient complications reported as a result of this event. Attempts to obtain additional information regarding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted. This event has been deemed reportable based on the investigation results: flare detached.

Manufacturer narrative:
(B)(4) for the investigation findings: flare detached. Visual analysis of the returned device found the working length was detached, which rendered subsequent functional testing impossible. Additionally, several kinks along the working length were noted and the key tube was found outside the dongle assembly. The complaint was confirmed; although the wire was not found to be "crushed", the detached working length prevented device actuation. Manipulation of the device during the procedure likely produced the kinks found in the working length, which would create resistance during subsequent attempts to actuate the device. This resistance can ultimately cause the working length to detach and the key tube to dislodge; therefore, the most probable root cause of the defects identified is operational context. A review of the device history record (DHR) was performed; no anomalies were noted.